Event description:
A taxus express2 stent was implanted in 2003 in a pt with a 90+% irregular ostial lad lesion. The pt had a 2-3 week history of unstable angina. The taxus express2 stent was implanted at 16 atms for 10 seconds. Post procedure spasm was relieved with nitroglycerin. 10% residual stenosis was noted post stent implant. Pt was placed on antiplatelet and statin therapy. 5 days later while watching a major sports event, the pt experienced acute chest pain during a very exciting moment. Pt was admitted to the local hosp where an aortic aneurysm was diagnosed by CT scan. During this procedure the pt went into cardiogenic shock. It is estimated that the pt was in cardiogenic shock for approximately 45 minutes. Diagnostic arteriograms revealed the left main coronary artery was occluded by thrombus. After noting the total occlusion in the lm, the physician wired the lad and performed angioplasty which re-established timi ii blood flow through the artery. An intra-aortic balloon pump was placed during this procedure. The pt was then transferred to the intensive care unit. Pt was able to maintain adequate cardiac function only with iabp assistance and their renal function deteriorated. They expired 48 hours following the procedure. No autopsy was performed. The physician believes the pt died due to cardiogenic shock. The physician does not believe that this event is related to the taxus express2 stent.